Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported retraction issue as no objective evidence was provided for review.the definitive root cause for the reported retraction issue could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2022). H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure in left femoral artery, the pta balloon allegedly had retraction issue. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during an angioplasty procedure in left femoral artery, the pta balloon allegedly had retraction issue. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.